Event description:
Reconstructive transosteal bone plate (fmi) placed 07/10/96. Implant was allowed to integrate for 6 months before it was loaded. Implant fractured at the base of the transosteal plate 03/20/97, 2 months after loading.